Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at max output, a confirmed fracture, and undefined impedance qualified as high. It was also reported that the right atrial (ra) lead had an unknown product issue. The leads were capped and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.